Event description:
It was reported that there were potential insulation breaches of the right atrial and right ventricular leads. The leads were capped and replaced. No patient complication was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.